Event description:
A report of a lead revision due to a box falling on patient was received. The box had hit the patient at the lead site, therefore, the suture sleeve was getting close to the skin (superficial). The physician decided to revise the lead. The patient is reportedly doing well.